Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. Accessed through the right femoral artery. No resistance was encountered. The vessel diameter was 2.75 to 3.75mm and the length was 50mm long. The 99% stenosed eccentric lesion was located in a severely calcified and mildly tortuous left anterior descending artery. The apex monorail 30mm x 2.50mm balloon ruptured on the fourth inflation at sixteen atmospheres. Negative pressure was applied to balloon over the wire and finished the procedure in a normal fashion. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).